Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016, to report that on (B)(6) 2016, their receiver's display screen became frozen. There was no report of injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4) the patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4)

Event description:
The receiver was returned for evaluation. The device was visually inspected and no defect was found. Charged and boot up receiver and passed. A functional test was performed and no failure were detected related to the complaint. Perform log review: ffa lab found no issues related to the customer's complaint in the course of the log review. Navigated through the receiver main menu and sub-menus using the receiver's display and 5 navigational keys/buttons with no issue. Downloaded the receiver screen device information and screen trend graph shows the receiver display is working properly. The reported event of the receiver screen display is frozen was not confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
A photographic inspection was also performed during device evaluation.